Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blood glucose was no transferring to insulin pump. Troubleshooting was performed and it was found that battery was low and there were two meter ID's programmed. Customer's blood glucose was 430 mg/dl. Customer was transferred to lifescan for assistance.